Manufacturer narrative:
Follow-up #1: date of submission 04/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the threads on the battery cap were stripped and did not attach securely to a test pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.